Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was noted that the patient has dysplasia and during induction at a device changeout there was difficulty capturing. The capture thresholds will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 7288 implantable cardioverter defibrillator (ICD) (B)(6) 2006; 5076 implantable pacing lead (B)(6) 2006. (B)(4).